Event description:
A 3.0 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted in a pt for post-dilatation in a circumflex lesion. Vessel morphology was reported to be non-tortuous with little calcification and 85% stenosis. It was reported that the balloon was inflated one time at 18atms however, the balloon would not deflate. The physician was able to successfully remove the balloon while inflated into the guide catheter. Both the guide and balloon were successfully removed from the pt. After removal of the balloon catheter it was noted that balloon material was missing from the device. Medtronic had received the device and its analysis is pending. The pt is reported to be stable and no add'l clinical sequelae were reported. Please not that this device is distributed outside the united states; however , it is similar to the united states distributed product.